Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump downloaded properly to the carelink software noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The blood glucose was 536 mg/dl at the time of incident. The current blood glucose was 536 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.